Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens. After insertion into the patient's eye, the surgeon did not the way the lens sat in the eye. The surgeon decided to remove the lens and implanted a three piece lens instead. There was no patient injury. The reporter stated there was no product malfunction. It was the surgeon's preference to use a different lens and was not lens related.

Manufacturer narrative:
(B)(4).